Event description:
It was reported that this inflatable penile prosthesis (ipp) was revised due to fluid loss. The device was removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder had wear at a fold in the proximal end, middle and distal end. The first cylinder had a hole with a leak in the distal end from a sharp instrument. The second cylinder had wear at a fold in the proximal end, middle and distal end. The second cylinder had multiple holes in the proximal end and middle from a sharp instrument. The second cylinder had leaks from the sharp instrument damage in the proximal end and middle. The momentary squeeze (ms) pump kink resistant tubing (krt) was worn to the filament. The pump passed the leakage testing. The pump did not pass activation testing.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was revised due to fluid loss. The device was removed and replaced. There were no patient complications.